Event description:
A customer reported that during a procedure, the light guide could not be inserted into the trocar because it was too tight. There was no harm to the pt.

Manufacturer narrative:
The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).